Event description:
The end user reported that wear time was less than one day with three wafers in box. The usual wear time of wafer was ten days. She had used the same wafer for thirty years with no issue. On (B)(6) 2023, she noted a strong chemical odor after hours after application of new wafer. The end user also stated that the mass was disintegrated and melted off her body. She reported no change in stoma or routine and stoma was smaller than 1 inch. She also reported two white patches on her stoma. There was no bleeding or laceration observed. The end user reported that she saw an ostomy nurse two weeks ago then who said to watch them for now and one of the spots had become larger since that visit. She also stated that she saved the last wafer in her freezer to show the disintegration. She also had two unused wafers from the box. She also stated that she had plans to send them to a lab to have tested. It was her opinion she was exposed to a chemical that was causing the white spots and now she was having severe stomach pain and diarrhea. She had not slept in three days then. She was trying to see her doctor that day. She had thrown the box away and does not have lot number. Clinical input was provided that stated based on picture, it does appear to be exposed plastic film in one of the wafers. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
A2: age at the time of event - 56 years. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.